Event description:
It was reported that approximately 2 years post xience v stent implantation in the mid right posterior descending artery (rpda), the patient experienced angina. On (B)(6) 2010, the patient was found to have 50% left main disease and instent restenosis. Coronary artery bypass graft surgery was performed. There was no adverse patient sequela reported and on (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of angina and restenosis, as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.